Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following the implant of the atrial lead, an increase in capture threshold was noted due to a micro dislodgement. The physician preferred not to take any action and the patient was stable and will continue to be monitored.